Manufacturer narrative:
User error on the part of the hospital staff. The expiration date is located at each level of packaging and should be checked prior to use. The device is single use and sealed within a sterile foil pouch. The use of the device one day after the labeled expiration would not be likely to impact performance of the fasteners. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted

Event description:
As reported, during a procedure performed in australia on 29-nov-2023 a sorbafix fixation device was used by the hospital beyond the labeled expired date of 28-nov-2023. There was no patient injury. The unit was part of sales rep inventory that was at the hospital and was taken out by the staff and used in the case. The sales representative was later made aware of the error.